Event description:
Dealer states the cable that goes from the controller to the right motor pins are stripped and will not stay in the motor and keeps coming off when the consumer goes over a bump or threshold. This causes the chair to stop. No injury reported. No additional information available per dealer.